Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date is currently unavailable. UDI: (B)(4). Investigation summary- the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that ultra aggressive plus 4.0mm 5pk is shown out of its original package. The tip of the device shows the white lubricant that is used for the proper rotating function. A previous investigation with the manufacturer was performed, the outcome brought that there are controls in place related to the grease application. The outer tip grease, and in the line release, the quality inspector takes one piece during the shift or lot production and weight the grease of the inner/outer based on the quality work instruction, the results are documented. Also, there is 100% visual inspection during the process to review the final condition of the lubricant in the blade. On final inspection and cleaning process, a step of the inspection is to verify that there is no grease excess on the tip; this is an important control that avoid quality rejection. The overall complaint was unconfirmed as the observed condition of the ultra aggressive plus 4.0mm 5pk would not contribute to the complained device issue. Based on the investigation findings, a possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure; during the installation of the blade, the operator may pulled the inner shaft out and inserted again, causing the lubricant to allocate at the tip. However, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review- a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that during pre-surgery for an unspecified surgical procedure on (B)(6) 2024, upon opening the packaging of the ultra aggressive plus 4.0mm device, it was found to have some milky white gelatinous viscous substance on the surface of the device. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.